Event description:
Device issue: separation of guide wire core. Time of device issue: during the procedure. Adverse event: required intervention to remove the guide wire. Onset of adverse event: during the procedure. It was reported that the pt rec'd 2 stents (unk type ) in another hospital the day before and was released to home. The next morning the pt was rushed to the university hosp. The kissing balloon technique was used to successfully reopen the stents in the bifurcation. Upon removal of the guide wire, there was resistance and the guide wire tore. All pieces were removed from the pt with the use of a snare device. Nothing remained in the pt's anatomy. The pt was in good and stable condition. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been rec'd.